Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The patient¿s medical history included rheumatoid arthritis and joint pain. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the pump had been flipping in the pocket. The patient was still getting some pain relief but said the quality had declined somewhat. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the managing healthcare provider referred the patient to the surgeon to relocate the pump pocket due to flipping. The healthcare provider was able to feel and confirm that it was flipping. The patient was scheduled for surgery on (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted to be alive, no injury. Additional information received reported that the pump segment was replaced, and the old spinal segment was partially reused. Per the reporter, the removed spinal segment and the pump segment showed possible signs of kinking. The new two piece was aspirated and determined to be patent. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are : product ID: 8780, serial# (B)(4), ubd 2019-11-08, UDI# (B)(4). Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.